Event description:
Analysis of the returned lead was completed. A single setscrew mark was noted at the end tip of the connector pin indicating the lead connector was not inserted completely. However, the reported insertion difficulties allegation was not verified. Visual examination of the lead assembly identified tearing on the o-rings of the small o-ring boot and partial detachment of the small o-ring at the connector pin and of large o-ring from the connector ring. The lead connector was inserted completely into the pulse generator that was returned and alleged to have insertion difficulties. Critical dimensions were measured in specific areas of the lead connector boot and all were within specification. No anomalies were identified that could prevent proper insertion. Radiographic examination of the lead connector inserted in the pulse generator showed no anomalies and the connector pin visible past the negative connector block. Other than the above mentioned observations and typical explant related observations, no other anomalies were identified in the returned lead assembly. Analysis of the returned generator was completed and the reported allegation of "insertion difficulties" was not duplicated in the product analysis laboratory. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead fully inserted into the generator header (past the negative connector block) (lab conditions). The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery shows an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 2.330% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vns implant surgery, the surgeon was having difficulties to connect a new lead into a new generator. He tried many times without success. It was then decided to use a second new generator but the issue persisted: the lead pin could not be inserted into the generator header block. Finally, a second new lead was opened and used, which solved the issue; the connection between the second generator and the second lead was successful. The surgeon reported that the caliber of the suspected lead was probably larger than usual, especially around the silicone part near the lead pin. No patient adverse event was reported. The suspected lead and the first opened generator were returned to the manufacturer. Analysis is underway but it has not been completed to date. Review of manufacturing records for all four components shows no unresolved defects that would account for the reported event. Those devices passed all functional tests prior to distribution.